Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The report of ¿lead fracture, high impedance¿ was confirmed. Analysis of lead b found all internal wires were broken on the stimulation end of the lead at the end of the unknown attached anchor. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
Related manufacturer report number: 3006705815-2023-02234. It was reported that the patient experience ineffective therapy. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. Before the start of the procedure, imaging revealed that one lead had fractured.